Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/18/2021. H.6. Investigation: six open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : when checking the product at home the patient found that the needle npe were bent and the photographs submitted showed 3 cannula broken off.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : when checking the product at home the patient found that the needle npe were bent and the photographs submitted showed 3 cannula broken off.